Event description:
Procedure: laraproscopic hernia repair. Reportedly, the balloon ruptured upon inflation inside patient cavity. Some pieces broke off the balloon and fell into the cavity. All pieces were retrieved. No patient injury reported.